Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedural transesophageal echocardiography (tee) identified a baseline trace pe. The laa was windsock shaped with proximal pectinate. Trans-septal puncture was performed with a single stick under tee guidance. A watchman access system (was) was advanced to the laa and a 27mm watchman flx closure device and delivery system was deployed into the laa with no recaptures. Release criteria was met and the 27mm watchman flx closure device was released. Post-procedural tee noted no change in size from the baseline pe. The patient was extubated and taken to recovery. Transthoracic echocardiogram (tte) was performed to determine if patient was ready for discharge. Tte identified a late pe. The patient was tachycardic, but otherwise stable. A pericardiocentesis was performed. The patient fully recovered and was discharged home.